Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/11/2014 with the following findings: during testing, the display was found to be dim, fading, and discolored. There were no lines through the display observed. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked below the finger pad. No cartridge or battery caps were returned with the pump. A test battery cap was used to complete all testing. The complaint that there were lines through the display was no able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. The reporter alleged that there were lines through the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.